Event description:
Patient reported accidental water contact. Patient stated there was water under the display window of the infusion device and the device shows error 7 (electronic error) message. Preliminary evaluations detected dampness under the display window and the soft components of the ground plate are used up. The display window has profound scratches. Additionally the fliu detected that the up/down buttons are without function. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report. Device evaluation in progress.